Event description:
Rptr had screws and plates put in her back 10/12/93. Since the surgery her back has gotten worse. This surgery was done to stabilize l-5 and "6-1". She can feel the end of the screw sticking out in her back. She can no longer work because of constant pain in her low back and down left leg. After 6 months the surgeron dismissed her saying he could do nothing more for her. She has gone to a neurosurgeon who said the only way to correct this is to take out these screws and put in rods.